Manufacturer narrative:
MDR 9618003-2019-05606 / device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports she received six individual dressings from her orthopedic surgeon's office, so she could change dressings at home pending additional surgery and skin graft to knee. Once home, she realized three of the six dressings packaging seals were open and no longer sterile.